Event description:
The customer reported that following a bilateral run-off procedure in 2003, a vasoseal es was deployed. During the deployment of the j segment, the operator experienced resistance about half way. Operator stopped and advanced the locator about 1/2 an inch and then closed the handle completely. The operator made a second attempt to deploy the j segment and the handle extended as it should during a regular deployment. One collagen plug was deployed. Following the deployment, the locator was inspected and it was determined that the j segment was missing. Both an ap and lateral fluoroscopy of the groin was performed to visualize the location of the j segment. The physician then explored the subcutaneous tissue and determined that the j segment was in the artery. The pt was sent to surgery and the j segment was removed with no complications. The j segment was sent to the hospital lab. The pt was sent home the following day. No further complications were reported.